Manufacturer narrative:
Date of event is estimated. The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient failed to charge and maintain the ipg as recommended, and the ipg became inoperable. As a result, surgery occurred to explant and replace the ipg, which resolved the issue.